Event description:
On (B) (6) 2010, it was reported that the charger would not communicate with the ipg and that the programmer displays "recharge ipg" message. Another charging system was sent to the pt. It was reported that the rep met with the pt and verified the charger would not locate the ipg and that the programmer displayed the "recharge ipg" message. On (B) (6) 2010, it was reported that the pt is scheduled for a revision.

Manufacturer narrative:
Eval: device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.